Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced cramps, a loss of consciousness, a seizure, and was unable to self-treat. The customer provided treatment by both a non-hcp and an hcp for the reported issue. Details of the treatment was not provided by the customer as they did not remember what was given at the time of the medical event. There was no report of death or permanent impairment associated with this event.